Manufacturer narrative:
Our field service engineer could confirm the reported problem in the device log files. The air gas module was replaced. No goods were received. Evaluation of the received device log shows no matching event on the reported event day. Between(B)(6) 25, at 17:40 and (B)(6) 25, at 18:59, several alarms for air supply pressure high were generated. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem has been confirmed in the received device log files and the replaced goods have not been received for investigation, therefore the cause has not been established in this investigation. There are two hypothetic scenarios: a) there has been an actual high air supply pressure. B) there could have been a measuring error, probably a faulty pressure transducer inside the air gas module.

Event description:
Manufacturer reference#:1913mcc1437. Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for air supply pressure high. There was no patient involvement. (B)(4).